Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired 'power reboot events'. In addition, it was reported that the threads of the battery compartment and cap were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:. There were no unexplained power events observed in the black box data. During testing the pump battery compartment threads and the battery cap were observed to be damaged. The battery cap was unable to fully secure to the pump but was able to power the pump on and exercise for 24 hours without power events occurring. The pump was opened and no damage or defects were found to the power circuit.